Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the valve is not shifting.associated malfunction for this device: pilot valve not shifting, hour meter broken.